Manufacturer narrative:
As received, the device was programmed to an all functions off state. An alert was noted for possible output circuit damage on (B)(6) 2010, four months prior to implant. The product code was reloaded during automated tests, and all device functions were normal. The alert appeared to be false and it could not be reproduced. The cause of the false alert was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the device showed an alert indicating shorted output state detected (sosd). A hardware issue is suspected due to the sosd alert. The device was explanted and replaced the next day .